Manufacturer narrative:
Device evaluation : during evaluation of the sample it was observed to be intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, capsular contacture concomitant products: right-mentor smooth round moderate plus profile saline, 325cc breast implant, catalog number: 3502325, lot number: 7658733. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile saline, 325cc breast implants which the left side deflated after implantation. The doctor confirmed during surgery for revision due to capsular contracture unknown baker grade and found that the left breast implant was deflated . As a result patient underwent removal and replacement with different brand than mentor on (B)(6) 2019.